Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated. 10 production lot in-house retention samples were inspected with 0 visible defects. A draw test was performed at the manufacturing site on retention samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that there is low draw during use with 2 bd vacutainer® cpt¿ cell preparation tube with sodium heparin. The following information was provided by the initial reporter: received call from assistant professor. She states phlebotomist experienced two occurrences of the vacutainers in this lot not filling up or simply stopping mid draw. She does have samples to send in from investigation. Tubes were not sent for testing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there is low draw during use with 2 bd vacutainer® cpt¿ cell preparation tube with sodium heparin. The following information was provided by the initial reporter: received call from assistant professor. She states phlebotomist experienced two occurrences of the vacutainers in this lot not filling up or simply stopping mid draw. She does have samples to send in from investigation. Tubes were not sent for testing.